Manufacturer narrative:
Upon further investigation, the following information was received indicating the device proximal pressure sensor auto zero failed issue was discovered during testing. Therefore this complaint no longer meets reportability requirements. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer stated the ventilator's blower replaced has a proximal pressure sensor auto zero failed. The remote service engineer (rse) and the customer found no pins are bent on the solenoid. Based on the service manual, the rse advised the customer and provided the part numbers and prices for the customer to carry out their own repair.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit has a proximal pressure sensor auto zero failure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.